Event description:
Boston scientific crm received information that this atrial lead was repositioned three days after implant due to dislodgement. The dislodgement was confirmed with by x-ray and no adverse patient effects were reported.